Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge received information that the heating wire in the ultrasonic cavity for this device turned red during operation. Upon inspection, it was found that the shorting wire of the heating element had burnt out and required replacement. It was reported that the fuse was not impacted. There were no injuries reported.

Manufacturer narrative:
Further investigation will be performed under the corrective and preventive action. Field h6 (medical device ¿ problem code) was updated.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge received information that the heating wire in the ultrasonic cavity for this device turned red during operation. Upon inspection, it was found that the shorting wire of the heating element had burnt out and required replacement. The most probable cause of overheating is increased contact resistance at screw connections possibly due to loose connection/insufficient tightening or oxidation of contact surfaces; however, this could not be confirmed due to missing components; the returned heating elements did not include the associated screw connections, preventing detailed verification.. At this stage, no further action towards the manufacturing process or marketed devices is warranted. However, getinge will continue to closely monitor customer feedback and field performance of the device for any future information that may require additional action.